Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of occurrence was unspecified however, stated as "occurred last week". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink continu-flo solution set detached from the luer valve closest to the patient. This occurred while the set was being primed with lactated ringers solution. There was no patient involvement. No additional information is available.